Manufacturer narrative:
(B)(4). The device was disposed of and will not be returned.

Event description:
It was reported by a female patient that she was allergic to nickel and had developed a reaction after the use of the skin staples. Patient called and asked what kind of material was in the pmw35. She was told the staples are made of stainless steel. Patient stated she is allergic to nickel, cobalt and vanadium. She will consult with surgeon regarding any other surgeries she must have.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not-reportable. Batch # unk.